Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 g5: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734 iwhen additional information is received a follow up report will be submitted.

Event description:
It was reported that one additional needle and thread were in the suture pack. The reporter indicated that during a surgical procedure the nurse opened the package and found that there was five needles and five threads in it. No other information has been provided.

Manufacturer narrative:
Investigation samples received: none, picture. Analysis and results: there is one previous complaint of this code-batch regarding one suture less inside the pouch, closed as confirmed after analysis. We manufactured and distributed in the market 864 units of this code-batch. There are no units in our stock. We have not received any sample from the customer. Nevertheless, we have received a picture that shows one open sample that contained five sutures inside the pack instead of four as indicated in the product description, caused by a human mistake during production process. Involved personnel will be informed about this incidence. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the picture received shows a samples that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the picture received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. No corrective/preventive actions needed.